Event description:
It was reported the subject device had angulation that was down. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had angulation that was down. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: play on angulation control knob, squeezed insertion section, chipped bending section cover rubber glue, cloudy bending section cover rubber glue, and insufficient air volume olympus confirmed that the event is detectable/preventable by handling the product in accordance with the following IFU. Gif-1200n IFU operation manual chapter 3 preparation and inspection and 3.3 inspection of the endoscope. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bending section cover-wire was stretched and was no longer able to pull bending section sufficiently, which led to insufficient angulation. Olympus presumed that the occurrence cause was stress from normal angulation and/or external stress, etc. On flexible tube and bent section. Olympus will continue to monitor field performance for this device.